Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain, failed back surgery syndrome, and spinal pain. It was reported that the patient did not care for the device and it did not work for them, so they quit using it. The caller stated the device was removed in (B)(6) 2016. No further complications were reported. Follow up was conducted.